Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (occlusion). Evaluation conclusions: inherent risk of procedure ¿ (occlusion). (B)(4).

Manufacturer narrative:
Previously reported instent reocclusion was treated with a pta <(>&<)> stenting approximately 23 months post index procedure. (B)(4) adjudicated that the event was related to the device but not related to the procedure or drug. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Three in.pact admiral paclitaxel-eluting pta balloon catheters were used during index procedure in the left sfa. Approximately 1 year and 8 months post index procedure, patient suffered instent re-occlusion. Revascularisation of the left sfa and mechanical thrombectomy was carried out. Patient recovered. Investigator assessed that the event is possibly related to the study device, definitely related to the procedure and not related to the therapy.